Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. A controller failed alarm was not active during testing. Additionally, the controller was able to connect to a test monitor and transfer controller log files without anomalies. As a result, the reported data transfer error event could not be confirmed. Log file analysis revealed three (3) controller power up events logged on (B)(6) 2020 at 17:18:16, 17:18:40, and 17:29:15. No anomalies were logged leading up to the losses of power. The controller was without power for 2 minutes and 19 seconds, a maximum of 2 minutes and 43 seconds, and 9 minutes and 44 seconds. The controller power up event at 17:29:15 did not have an associated motor start event; a vad disconnect alarm was logged at 17:29:23 followed by a controller failed alarm at 17:29:41, indicating a loss of communication between the user interface controller (uic) and pump motor controller (pmc). The uic is the main integrated chip responsible for the operations of the controller, including recording data in the controller log files, while the pmc is responsible for capturing pump parameters, monitoring, and maintaining the pump at the desired speed. Analysis of the event log file revealed an event exception logged at 17:29:42, indicating that the pmc had reset itself intentionally. Log file analysis also revealed several additional controller power up events and vad disconnect alarms logged on (B)(6) 2020, as well as several additional controller power up events and controller failed alarms due to a loss of communication between the uic and pmc logged on (B)(6) 2020; these alarms and events were likely logged during troubleshooting of the original controller failed alarm. As a result, the reported controller failed alarm and controller loss of power events were confirmed. A possible root cause of the initial losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both p ower sources. A possible root cause of the observed pmc reset can be attributed, but not limited, to a temporary memory corruption, which may have also contributed to the observed vad disconnect alarms. Based on the available information an the risk documentation, a possible root cause of the reported controller failed alarm event can be attributed, but not limited, to a communication failure between the uic and pmc and/or due to a failure of the pmc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.concomitant medical products: 1258t, lead, n119 ICD, 5076-58, lead, implanted: (B)(6) 2012 ,1103, vad ¿ implanted: (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller failed alarm and multiple unexpected losses of power. There was difficulty is trying to download the log files from the controller. There was an incomplete transfer noted on the monitor screen that was attributed to the controller failure. The controller was exchanged. No patient complications have been reported as a result of this event.